Manufacturer narrative:
The suspect device was returned to olympus for evaluation. During the evaluation, the user's report of a noisy image was not reproduced; however, the adhesive was found to be peeling from the objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the cause of the reported issue (noisy image) is unknown, as it was not reproduced. Regarding the issue identified by service (adhesive peeling from the objective lens), it was likely caused by deterioration due to physical and chemical stress. A definitive root cause could not be identified. Service also found the following issues during the evaluation of the device: the cord was damaged, the connector was leaking, the insertion and control sections had damage from physical stress, the connector was damaged due to physical stress, the adhesive on the distal end was deteriorated due to physical and chemical stress, and the angle wire was stretched. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image on the device was noisy. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Additional information: h6.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. During the evaluation, the user's report of a noisy image was not reproduced; however, the adhesive was found to be peeling from the objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the cause of the reported issue (noisy image) is unknown, as it was not reproduced. Regarding the issue identified by service (adhesive peeling from the objective lens), it was likely caused by deterioration due to physical and chemical stress. A definitive root cause could not be identified. Service also found the following issues during the evaluation of the device: the cord was damaged, the connector was leaking, the insertion and control sections had damage from physical stress, the connector was damaged due to physical stress, the adhesive on the distal end was deteriorated due to physical and chemical stress, and the angle wire was stretched. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image on the device was noisy. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.